Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 2.6 - 4.0 inr): qc 1: 3.0 inr; qc 2: 3.1 inr; qc 3: 3.1 inr. The maximum difference between measurements was 3 %. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. Upon analysis of the meter memory, the results alleged by the customer were not found.

Event description:
The initial reporter stated that they received an erroneous result for one patient tested with coaguchek xs meter serial number (B)(4). At 11:00 a.m., a sample from the patient was tested using the meter, resulting with a value of 4.7 inr. Ten minutes later, a sample from the patient was tested in the laboratory using the dade innovin method, resulting with a value of 2.7 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient's current condition is stable. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is every 3 to 4 weeks. The patient is not anemic. The patient's hematocrit is 43.2 %. The patient does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient has not had any changes in her warfarin medication. The patient is not taking any new medications, and has no changes in diet or illnesses. The patient has no signs of bleeding or bruising. Meter quality controls were acceptable on the day of testing. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 368877) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.